Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction slow is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause.

Event description:
No additional information.

Manufacturer narrative:
Additional information of fa#.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: the safety button was pressed, but the needle did not retract. It was extremely slow in retracting after the device was bent back and forth. Wed (B)(6)2025 1:33 pm. 1. In the medsun form mentioned that the date of the event as ¿(B)(6)2025¿. Could you please specify the exact date when the reported issue happened? (B)(6)2025. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.